Event description:
Patient was on lithotomy position. Staff made sure everything was tight, secured, and had no moving parts. Later on the case, patient's right leg, along with the positioner, fell off or bed. Staff noticed that the bracket had fallen off the railing. Clinical staff attempted to placed bracket back on bed, but was unsuccessful. A different bracket was successfully placed onto the railing; and was able place the stirrup into the new bracket. Patient was moved to recovery and x-ray taken. X-rays looked fine, no fractures and nothing was out of the ordinary. Patient stated that she did not have any pain anywhere. Patient was discharged home from post-anesthesia care unit.